Event description:
It was reported that the patient has expired after an implant duration of approximately 1.8 months, due to unknown reasons. No further details were provided.

Event description:
It was reported that this stockert was received in the warehouse (at the customer site) for preventive maintenance to be performed. When the unit was opened, a note was found inside the case stating that this unit had been involved in an injury where the patient had a burn. No further detail is available.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had another device implanted; (B) (4). Two requests were made to the health-care provider (via fax), for the operative report and additional information regarding the device and event; however, no additional information was received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately erratic readings. The sr medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010 at 9:30 am, the patient obtained the blood glucose readings of 114 mg/dl and 135 mg/dl on the reported meter within 20 minutes of each other. The patient took no actions due to these readings. One hour later, the patient experienced the symptom of sweating. The patient did not seek any medical attention or treatment. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated meter readings on the reported meter. Therefore, this complaint is being reported.

Manufacturer narrative:
Through implant patient registry, it was learned that the patient had a total of five other devices implanted: a ring, a valve, and three patches. (B)(4).